Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4)

Event description:
A healthcare professional reported via a manufacturing representative that a patient whose indication for use is dystonia had their electrode configuration change between programming sessions a couple of weeks ago, (B)(6) 2015. The patient had gone from c+10- to c+12- and 3v to 2v with no other changes noted. The healthcare professional had not believed that the patient had seen another physician between programming sessions. Further follow-up is being conducted to obtain information about patient information, symptoms, troubleshooting, actions taken, cause and outcome. If additional information is received a supplemental report will be submitted.